Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain, non-malignant pain and chronic low back pain. It was reported the patient thought there was a rip in the catheter or it had pulled away from the pump; it didn't seem to be going up his back. No patient symptoms were reported. The event date was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.